Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues. A revision surgery was performed to replace the ipp without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported inflation issue was confirmed as the pump deactivation valve was out of specification. Review of the manufacturing documentation confirmed that the device met all specification prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and out of specification valve deactive state test. Product analysis concluded these valve deactive state issues could affect the functionality of the device as the reported inflation and mechanical issues. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues. A revision surgery was performed to replace the ipp without patient complications.